Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic pancreaticoduodenectomy procedure, the image became foggy each time the telescope was inserted into the patient¿s body. Due to the foggy image, the surgery time was prolonged from 5 to 8 hours. However, the intended procedure was completed with the same set of equipment and there was no report about patient injury.